Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the infusion port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between may 17, 2018 - may 18, 2018. The actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the returned photograph and video observed a leak coming from the administration port. The reported condition was verified. By the nature of the samples, no additional tests were performed. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.